Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when performing the defibrillation threshold (dft) test at reverse polarity, both 65 and 80 joules shocks were unable to convert the arrhythmia, hence, an external shock was required. The patient was without sinusal rhythm for a minute after the external shock. Dft was performed again in standard polarity and again, the device was unable to convert the arrhythmia and an external shock was required. It was suspected by the health care professional (hcp) that the device was located at a more anterior position than desired and the connection between the electrode and the device was too tight due to the anatomy of the patient. As a result, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis as it was discarded.